Event description:
Related manufacturer reference number: 2017865-2022-07998. Related manufacturer reference number: 2017865-2022-08791. Related manufacturer reference number: 2017865-2022-08792. It was reported that the patient presented in clinic for follow up. The pacemaker started to erode which caused a pocket infection. The pacemaker, right ventricular, left ventricular, and right atrial leads were all explanted. The patient was stable.